Manufacturer narrative:
Apoc incident # (B)(4). Apoc labeling was evaluated during the investigation as pertaining to the event. The investigation was completed on 09/11/2015. Retain and return product was tested and found to be functioning according to specification. Investigation: a review of the device history record (DHR) confirmed that the cartridge lot met finished goods (fg) release criteria. Retained and returned cartridge testing met the acceptance criteria for detected error (dt) and undetected error (udt) rates outlined in appendix 1 of q04.01.003 rev. V (product complaint level 2 and level 3 investigation procedure). No deficiency has been identified for ctni cartridge lot r15123. Assessment: based on the I-stat negative result and the result from another manufacturer being positive and the limited patient information, there is not enough information to determine whether an I-stat product malfunction occurred. The FDA guidance document (troponin: what laboratorians should know to manage elevated results) cautions against comparing assay results across two instrument platforms. Hama or other heterophile antibodies, may interfere with immunoassays and produce erroneous results and the magnitude of the interference may be different between platforms. As per the product labelling (cartridge and testing instructions-cti sheet), "results from the I-stat ctni assay should be considered in the context of the entirety of the available clinical information." "An elevated troponin value alone is not sufficient to diagnose a myocardial infarction. Rather, the patient's clinical presentation (history, physical exam) and ECG should be used in conjunction with troponin in the diagnostic evaluation of suspected myocardial infarction."

Event description:
On (B)(6) 2015 abbott point of care was contacted by a customer who reported they obtained discrepant troponin I results on a (B)(6) female patient with shortness of breath. The patient was admitted with left lower lobe pneumonia, copd and multiple myeloma. There was no additional patient information available at the time of this report. Return product is available for investigation. Sample collected via venipuncture into a green top tube - tube filled to capacity sample collected at 0215 whole blood tested immediately on I-stat with a result of 0.01 duplicate sample drawn at 0215 and sent to lab where it was tested within 30 minutes of collection using plasma on the dimensions vista with a result of 0.15. On (B)(6) 2015 at 0900 customer reran the sample that was collected in the ed at 0215 for testing on the I-stat (stored at rt) - mixed thoroughly and ran whole blood on I-stat with a result 0.02 sample spun down then ran on the vista with a result of 0.15. There was no harm to the patient or delay to patient's care. Patient was treated on the lab results. At the time of the event there was no indication of a product malfunction based on the information provided and assessed by apoc. However this MDR is a retrospective filing in response to an observation from an FDA inspection conducted may 8th to 12th, 2017 at abbott point of care ((B)(4)).